Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, numbers ramping or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and insulin pump had stuck button alarm. Customer's blood glucose level was 49 mg/dl at the time of incident. Customer did not mention nay treatment and symptoms related to low blood glucose level. Customer stated that numbers were ramping on their own and the scroll bar was moving with no input. It is unknown whether the customer was using the auto-mode feature. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.